Event description:
It was reported that during a intravascular procedure, the tip of the wire broke while the catheter was being advanced. No attempts were made at retrieval and the tip of the wire remains in the patient. Patient status is "unknown".